Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. While attempting percutaneous insertion of the 28 fr endovenous drainage cannula, the surgeon felt some resistance which he attributed to the cannula passing through the subcutaneous tissue. He used transesophageal echocardiography to guide cannual placement. Since he planned a right sided approach to the mitral valve, he placed a second non-heartport venous drainage cannula in the superior vena cava and positioned the tip of the 28 fr evd in the inferior vena cava. After initiating cardiopulmonary bypass, a snare was placed on the superior vena cava and an external cross-clamp was applied to the inferior vena cava. The operation proceeded uneventfully until after cardiopulmonary bypass was discontinued. The abdomen was noted to be distended. Transesophageal echocardiography showed no evidence of aortic dissection. A venous injury was suspected and a vascualr surgeon was called to perform an exploratory laparotomy. Tears were found in the inferior vena cava and peritoeneum. The inferior vena cava was repaired. Later that day, the pt expired.